Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented feeling poorly, shortness of breathe and was hospitalized. The right ventricular lead was explanted successfully. No additional information was available.